Event description:
During a coronary stent procedure, the shaft of the catheter broke outside of the guide catheter during advancement. Another manufacturer's stent was used to complete the procedure.